Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the event description stated a ¿set of sutures¿. Please confirm: did 1 suture break during the procedure? If more than 1 suture broke, please provide the quantity. --yes, 1 suture broke during the procedure

Event description:
It was reported that a patient underwent an procedure for treatment due to anterior vaginal wall prolapse on (B)(6) 2025 and suture was used on the incision. During the procedure, the newly set of suture had insufficient toughness and would break at the first pull, delaying the patient's surgical suture. The medical staff immediately replaced the set of sutures to continue suturing the patient. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - were there patient consequences? If yes, please specify. - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - name of procedure? - provide the source or name and title of external person providing answers to follow-up attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description stated a ¿set of suture¿. Please confirm: did 1 suture break during the procedure? If more than 1 suture broke, please provide the quantity.